Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no induction testing was performed at the implant procedure due to thrombus in the left atrium. After completing the procedure, induction testing was performed in error. The device appropriately treated the ventricular fibrillation. No adverse patient effects were reported.